Manufacturer narrative:
In section e of the previous submitted report, init. Report sent to FDA, was incorrectly marked. It is corrected on this report.

Event description:
The manufacturer received voluntary medwatch (mw5113454) alleging an issue related to a ventilator. The patient has alleged bacteria filter was black. There was no report of serious patient harm or injury. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Device not return.